Manufacturer narrative:
(B)(4).

Event description:
An aneurx was implanted for the endovascular treatment of an abdominal aneurysm. It was reported that an endoleak was noted during initial implantation. Dictated as having a type IV endoleak. During a follow up scan, the patient received a scan that showed that the aneurysm was growing with an apparent endoleak. The endoleak is believed to be type iii or type IV. The patient¿s stent graft was relined using an endurant cuff and three endurant limbs. A current follow-up scan in shows the endoleak has worsened and aneurysm is expanding rapidly. Treatment options are being explored. The patient is going to get a balloon test to see if it can determine exactly where the endoleak is coming from. The patient will be treated if possible.